Event description:
Reportedly, the patient implanted with the subject device on (B)(6) 2020 underwent to an ablation procedure on (B)(6) 2020. During a routine follow up performed on (B)(6) 2020, the following warning was displayed: [68] defibrillation system may be ineffective. The patient is enrolled in the remote monitoring system and the last transmission was on (B)(6) 2020. The patient was hospitalized for two nights from (B)(6) 2020 without any therapies applied. No exam was performed. Although the measurements of the routine follow up showed normal values, the patient was hospitalized on (B)(6) 2020. Preliminary analysis of provided data revealed that the ICD operation was compromised. Recommendation to replace the ICD were provided on (B)(6) 2020.

Event description:
Reportedly, the patient implanted with the subject device on (B)(6) 2020 underwent to an ablation procedure on (B)(6) 2020. During a routine follow up performed on (B)(6) 2020, the following warning was displayed: [68] defibrillation system may be ineffective. The patient is enrolled in the remote monitoring system and the last transmission was on (B)(6) 2020. The patient was hospitalized for two nights from (B)(6) 2020 without any therapies applied. No exam was performed. Although the measurements of the routine follow up showed normal values, the patient was hospitalized on (B)(6) 2020. Preliminary analysis of provided data revealed that the ICD operation was compromised. Recommendation to replace the ICD were provided on 26 june 2020.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient implanted with the subject device on (B)(6)2020 underwent to an ablation procedure on (B)(6)2020 . During a routine follow up performed on, the following warning was displayed: [68] defibrillation system may be ineffective. The patient is enrolled in the remote monitoring system and the last transmission was on (B)(6)2020 . The patient was hospitalized for two nights from (B)(6)2020 to (B)(6)2020 without any therapies applied. No exam was performed. Although the measurements of the routine follow up showed normal values, the patient was hospitalized on (B)(6)2020 preliminary analysis of provided data revealed that the ICD operation was compromised. Recommendation to replace the ICD were provided on (B)(6)2020 .

Manufacturer narrative:
Preliminary analysis did not reveal any anomaly on the returned device.